Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap right salpingo-oophorectomy. Event description: I had a defective product form filled out for [hospital]. The item was cd003 lot/sn:(B)(6). Doctor [name]. Procedure: lap right salpingo-oophorectomy. Problem: bag broke inside of patient. It was discovered during surgery. It delayed the case by 5 minutes. The patient was not injured. Additional information provided by [hospital] on 04sep2024 via email: please provide the event date. 8/28/24. Is the unit available for return? Yes. Were any concomitant devices used? No. Did the bag burst during specimen removal? No. Was there spillage out of the break on bag? No. Where did the break occur? Report does not specify where it broke. Did bag break into pieces? Report does not specify where it broke. Intervention: it delayed the case by 5 minutes. Patient status: the patient was not injured.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the specimen bag was cleanly cut below the bead. The bead was returned with a small portion of the specimen bag still attached. Based on the condition of the returned unit and the description of the event, it is likely that a sharp instrument or object came into contact with the specimen bag, causing the bag portion and bead to detach from the bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap right salpingo-oophorectomy. Event description: I had a defective product form filled out for [hospital]. The item was cd003 lot/sn:(B)(6) . Doctor [name]. Procedure: lap right salpingo-oophorectomy . Problem: bag broke inside of patient. It was discovered during surgery. It delayed the case by 5 minutes. The patient was not injured. Additional information provided by [hospital] on 04sep2024 via email: please provide the event date. 8/28/24. Is the unit available for return? Yes . Were any concomitant devices used? No . Did the bag burst during specimen removal? No. Was there spillage out of the break on bag? No. Where did the break occur? Report does not specify where it broke. Did bag break into pieces? Report does not specify where it broke. Intervention: it delayed the case by 5 minutes. Patient status: the patient was not injured.